Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported other patients who experienced the same issues. They stated that all the patients had devices that failed. They had unexplained shocks, pressure and lower back pain. No other patient information or event details were provided. No further complications were reported or anticipated.